Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump contained compounded baclofen 200mcg/ml, delivered at 84.04mcg/day. The patient was also taking nortriptyline. Medical history includes: back pain with leg pain, hypertension, and hypothyroidism.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Analysis of the pump found gear train anomalies of corrosion, wear or lubrication and a stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving dilaudid 10.0 mg/ml; 4.900 mg/day, clonidine 400.0 mcg/ml; 195.98 mcg/day, compounded baclofen 200.0 mcg/ml; 97.99 mcg/day and prialt 10.5 mcg/ml; 5.144 mcg/day via an implantable pump. The pump was examined (B)(6) 2016 and the last change was (B)(6) 2016. Programming date from most recent refill prior to event was (B)(6) 2016. The pump was updated (B)(6) 2016 to deliver dilaudid 10.0 mg/ml; 4.900 mg/day, clonidine 400.0 mcg/ml; 195.98 mcg/day, baclofen 200.0 mcg/ml; 97.99 mcg/day and prialt 12.5 mcg/ml; 6.124 mcg/day. Indication for use was non-malignant pain and post laminectomy pain. On (B)(6) 2016 the patient reported that he had an audible alarm coming from his pump since the morning which he noticed at 0700. The patient experienced an increase in pain. Upon interrogation it was noted that a motor stall occurred at 0026 on (B)(6) 2016. The patient was added to the same day surgical schedule for replacement. A dye study was done to make sure of catheter patency which revealed good cerebrospinal fluid flow and appropriate intrathecal layering. The pump was replaced (B)(6) 2016. The event resulted in an unscheduled clinic or office visit/in patient hospitalization. Etiology was related to the device or therapy and not related to the implant procedure. The outcome resolved without sequelae (B)(6) 2016. Additional information was received from a physician via psr (product surveillance registry). The etiology relationship of the event to the device or therapy was not related and the relationship of the event to the implant procedure was related to the surgery/anesthesia. The pump was updated on (B)(6) 2016 at 19:45 with a 14% decrease to deliver dilaudid 10.0 mg/ml; 4.202 mg/day, clonidine 400.0 mcg/ml; 168.07 mcg/day, baclofen 200.0 mcg/ml; 84.04 mcg/day and prialt 12.5 mcg/ml; 4.412 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.